Manufacturer narrative:
The device was not returned for analysis of complaint that pump started alarming or beeping during infusion. Serial number not provided, unable to conduct review of service history. As the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed. The device has not been returned for evaluation, and the reported issue could not be confirmed. The investigation remains inconclusive pending device return.

Event description:
It was reported that while the patient was receiving continuous infusion of fluorouracil via peristaltic, the pump started alarming. The pump was turned off and when turned on, the problem persisted and would not run the remainder dose. There was no harm to the patient in this event.